Event description:
The dealer states that one of the anti tips are missing. The dealer states the patient is not aware as to what happened or when and the other anti-tip is worn. 3-5 years of use. Home setting no additional information.